Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Device also received with cracked case(battery tube) and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that that the insulin pump was not working and initially blacked out. The customer¿s blood glucose level was 167 mg/dl. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. Troubleshooting was not performed. The insulin pump will be returned for analysis.